Event description:
During colonoscopy, jaws of biopsy forceps would not open so we could retrieve polyp specimen. Jaws opened with a pair of tissue forceps. New biopsy forceps obtained and procedure was completed.